Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a fistula on the antrum four or five days following a laparoscopic sleeve gastrectomy. The physician did a second surgical intervention to manually suture the hole within the stomach. The event resulted to unanticipated tissue loss and damage. It was stated that patient is still at the hospital. The patient incurred a temporary injury.